Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID 306001 lot# unknown serial# implanted: explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. The trial began (B)(4)2021. It was reported that  after the procedure the patient bent over and thought they pulled their leads. The patient increased stimulation to 3.0 volts and could feel it. Lowered it to 2.8 where theywere most comfortable. No patient symptoms were reported.